Event description:
Litigation papers received. Papers allege patient suffers from pain. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and report stated that cup was about 60 degrees vertical.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers received. Papers allege patient suffers from pain. The patient has been recommended for an asr revision, but has not yet been revised. Specific details regarding the report are unknown. Doi: (B)(6) 2007 dor: unknown. (Right hip).